Event description:
Healthcare professional reported left-side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later physician reported, capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken striated on radius side assessed as surgical damage.. And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device.

Event description:
Healthcare professional reported left side rupture. Later physician reported, capsular contracture baker grade iii. Device has been explanted.